Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's diagnostic catheter, the physician experienced resistance and subsequently, the ruby coil was unable to advance any further. Therefore, the ruby coil was removed from the patient still intact and the procedure was completed using a new ruby coil and the same diagnostic catheter. There was no report of an adverse effect to the patient.